Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: initial procedure date. How the device was used (what layer of tissue and how many layers applied)? Skin, 1 layer. What prep was used prior to, during or after dermabond use? Chloroprep . Was a dressing placed over the incision? If so, what type of cover dressing used? No . What type of medication (name, dosage). Was the product removed? Was another method used to close the incision? No . Please indicate any additional medical or surgical intervention performed or planned? Na . Was the site cultured? If so, what bacteria were identified? No . Were any patch or sensitivity tests performed? No . Do you have the lot number involved ? No. Any product of the same lot number to return for analysis? No. What is the physicians opinion of the contributing factors to the reaction? Hypersensitivity . What is the most current patient status? Recovered. Patient demographics: initials / ID; age or date of birth; bmi . Male. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? No . Patient pre-existing medical conditions (ie. Allergies, history of reactions) no. Was dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Na.

Event description:
It was reported that a male patient underwent a laparoscopic procedure on an unknown date and topical skin adhesive was used. On post op day 7, the patient experienced an adverse reaction to the topical skin adhesive. The reaction was treated with cortisone and triple antibiotic from days 7-14. The surgeon opines that hypersensitivity is the contributing factor. The patient current status is recovered. Additional information was requested.